Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a suspected pump thrombosis workup due to rising lactate dehydrogenase (ldh). Log file analysis observed no unusual events. A CT scan and echocardiogram were scheduled. It was recommended to turn data logger on for every hour in order to track pump power and pi values more accurately. Additional information reported there were no changes to patient condition or anticoagulation status that may have contributed. Pump speed was decreased from 9200 to 8800 rpm. Diagnostic testing performed included cardiac CT scan, echocardiogram, ramp echo, and right heart catheterization (rhc). There was no definitive thrombus identified in imaging/testing. The CT results suggested that there is an inflow cannula malposition that may be contributing. The patient was asymptomatic, ldh stabilized, and he did not want to pursue potential exchange at this time. No further information provided.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the report of inflow cannula malposition could not be confirmed through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not be conclusively determined. The account reported that the patient was admitted on (B)(6) 2020 for a suspected pump thrombosis workup due to rising lactate dehydrogenase (ldh). Subsequent imaging and testing could not definitively identify any thrombus, but CT results suggested an inflow cannula malposition that may have contributed to the reported events. The submitted log file contains relevant data from (B)(6) 2020 through (B)(6) 2020. Pump power, flow, and pulsatility index (pi) appear stable throughout the log file. No atypical alarms or events were captured, and the system appeared to function as intended. The patient remains ongoing on (B)(6); no additional complaints have been reported at this time. The heartmate ii IFU displays an image of the proper hmii configuration and explains the correct orientation of the inflow conduit during implant. The IFU also lists hemolysis as an adverse event that may be associated with the use of the hmii left ventricular assist system. Additionally, this document outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.